Event description:
It was reported that an ilet user experienced loss of insulin delivery following progressive battery depletion that led to device shutdown, prolonged downtime, and a subsequent empty cartridge, with no documented cartridge change or successful refill after alarms for low insulin and dosing unavailable. Symptoms included hyperglycemia during periods without insulin delivery and episodes of low glucose following overnight events. Outcomes included user reliance on alarms and unsuccessful attempts to dose due to an empty cartridge, with no hospitalization reported. Investigation included review of device alarm history, battery status, insulin reservoir status, dosing history, and cgm signal status. Investigation of this case revealed battery depletion leading to device shutdown, resumption after charging with continued dosing unavailability due to an empty cartridge, cgm signal loss periods, and user attempts to operate the system without completing a cartridge change and fill procedure. It was concluded that the events were attributable to battery depletion with subsequent lack of insulin delivery due to an empty cartridge and incomplete cartridge change steps, consistent with expected device behavior and user interaction factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.